Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the locked disengaged angulation could not be confirmed so not root causer could be determined. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the angulation of the gastrointestinal videoscope was locked and could not disengage. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Control unit had discoloration. Scratches were found throughout the device. Connecting tube was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.